Manufacturer narrative:
The unit has been requested back for further investigations however, the electronic gas blender is still in operation at the customer site. Additonally, the customer did not want to send the unit back for investigation and no livanova field service engineer activity was requested. Therefore, no information regarding the error code has been provided. However, based on livanova knowledge and the current level of information, the most likely error code is the e19. Based on the investigation performed for similar cases, this kind of malfunction can be caused by: - improper hospital gas supply (minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). Since the error never occurred again, it cannot be ruled out that the is not device-related. Most likely, the issue was due to the hospital gas supply. According to the instructions for use, a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported error code. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The gas blender system 25-40-00 is not distributed in the USA and it is similar to gas blender system 25-40-45, which is distributed in the USA (510(k) number: k052601). H10: livanova deutschland manufactures the s5 gas blender system. The incident occurred in bad rothenfelde, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s3 gas blender system gave an error message related to differential pressure failure. The issue occurred during priming. There was no patient involvement.